Event description:
It was reported that the patient expired on (B)(6) 2022 and there was no treatment up until death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event is a duplicate. The investigation findings will be submitted under MFR # 2916596-2021-06033.